Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed lead noise. The noise was seen simultaneously on the atrial and ventricular channels. No other electrical anomalies were reported. Further in-clinic testing was recommended. No further information is available at this time.